Event description:
It was reported that the device had unexpected longevity. It was noted that the device did not last five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 694758 lead implanted: (B)(6) 2006; 419478 lead implanted: (B)(6) 2006; 407658 lead implanted: (B)(6) 2009. (B)(4).